Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device and it was found that the screw in base plate was missing and had been loosened to attach at the plastic cable strap. It was further determined that the housing was cracked and the device did not power attached tools/machines. The assignable root cause was determined to be due to improper handling and tampering. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the console device had no power to the attachment devices. It was further observed that the front left corner of the device had a crack. There were no delays in the planned surgical procedure. A spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.